Event description:
The infusion pump was involved in an overdelivery. The device was reportedly programmed at 20 mi/hr and 900 ml of solution infused. However, it is not known over what time period this occurred. No pt injury resulted. No add'l clinical info was able to be received.